Event description:
The AED algorithm from a rescue showed interfering background noise. The patient received two additional shocks that may or may not have been appropriate since the noise level masked the original electrocardiogram signal.

Manufacturer narrative:
The electrocardiogram circuit tests showed that the device detected the ventricular fibrillation properly, and the device charged as expected. Further studies revealed that the dump resistor failed, causing either peak currents or "di/dt" in excess of the scr th17's rating. This caused the scr to leak more current than it should, which induced the differential signal at the electrocardiogram input, causing the railing of the electrocardiogram output.